Manufacturer narrative:
The customer reported complaint of the autopulse platform displayed a user advisory "(ua) 17" (max motor on time exceeded during active operation) error message was not confirmed during initial functional testing but confirmed in the device's archive log. The returned autopulse platform performed as intended. Unrelated to the reported complaint, cracked front cover was observed on the returned autopulse platform during visual inspection. This type of physical damage may likely attributed to mishandling. The damaged cover was replaced. Review of the archive log indicated multiple user advisory (ua) 17 errors occurred during the reported event date, thus confirming the reported complaint. The probable cause could be likely due to the stiffness of the patient's chest. User advisory 17 is an indication that the platform did not reach its target depths within specification. Based on the analysis of the archive data retrieved from the platform, the issue is likely attributed to the stiffness of the patient's chest, a twisted lifeband, and/or the length of time the platform was used performing continuous compression. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests.

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory - "(ua) 17" (max motor on time exceeded) on the screen panel. The crew was unable to clear the advisory and immediately performed manual CPR. No known impact or consequence to patient information was provided.